Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated threshold. It was noted that the patient had been receiving left ventricular (lv) pacing only due to the elevated rv threshold and was now not feeling well due to lv only pacing. The rv lead remains in use. No further patient complications have been reported as a result of this event.